Event description:
After approximately 7 days of intra-aortic balloon therapy, condensation then blood was noted in the tubing. The intra-aortic balloon was removed and replaced. No pt injury or further complications occurred as a result of this event.